Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.the follow-up medwatch report should indicate: physio-control evaluated the device and was unable to duplicate the reported boot failure; however, did observe event codes in the device's memory. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.supplemental information:physio-control replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported boot failure could not conclusively be determined.

Event description:
It was reported that the device would continuously reboot and would not complete a boot-up cycle. This could inhibit the user from using the device in a critical situation. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.